Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to diaphragmatic stimulation. A new lead with different model was implanted. No additional adverse patient effects were reported.